Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The two devices were available for evaluation. Visual insp ection noted that the clip was fully formed but not completely deployed from the cartridge. The clinical instrument was not received. No other visual abnormalities were observed. Functional testing found a representative instrument was used for testing. The cartridge was loaded into the representative instrument and fired, the pusher advanced properly and deployed the clip. It was reported that the instrument locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. Replication of the clip not fully deployed condition may occur if the trigger of the instrument was not fully actuated releasing the clip from the cartridge. It was also reported that there was poor clip formation, the component disengaged, clip slippage, and there was no tactile feedback. The reported issues were not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to fully squeeze the handle may result in malformed clips which may result in incomplete closure and lack of hemostasis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic robot-assisted distal gastrectomy procedure, while clipping the splenic artery, the handle was squeezed firmly, but it did not feel like it was being squeezed, and the clip did not close firmly until the end either. The clip was in a half-open state, so attempts were made to release it from the tissue. However, the clip was stuck in the tissue and could not be released smoothly. While performing the release operation several times, the entire clip slipped into the abdominal cavity. All parts were removed from the abdominal cavity with the grip of laparoscopy. When the collected defective product was checked, it was found that the clip was closed but still in the loaded state. To check whether the applier could move after the surgery, the remaining clip was loaded and fired, but clipping could be performed without any problem. A competitor device was used to resolve the issue.

Manufacturer narrative:
D10. Concomitant product: 8886848813, 8886848813 laproclip 2x12 x10 (lot#n3a0159y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clip was fully formed but not completely deployed from the cartridge. The clinical instrument was not received. No other visual abnormalities were observed. Functionally, a representative instrument was used for testing. The cartridge was loaded into the representative instrument and fired, the pusher advanced properly and deployed the clip. It was reported that the instrument locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. It was also reported that the was a poor clip formation, the component disengaged, clip slippage, and no tactile feedback. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each d evice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to fully squeeze the handle may result in mis-formed clips which may result in incomplete closure and lack of hemostasis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.